Event description:
Caller reported a cartridge alarm 20 that occurred during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller had no previous issues with cartridge alarms with this pump serial number, though consecutive cartridge alarms were noted. Technical support arranged to replace the pump and informed the caller about using mdi as a backup therapy to avoid interruptions in insulin delivery. The replacement pump would come with updated software, and training would be available in the caller's tandem source account. The caller received instructions for putting the pump into storage mode and returning it via ups. The caller understood and acknowledged the information and instructions provided.